Event description:
A customer observed a false positive result on one sample from a pt. The result was questioned by the physician. Biased results of the magnitude observed may result in inappropriate physician action. There was no report of pt harm as a result of this event.